Event description:
In 2008, the pt reported he received an a8 bolus cancelled) message on his insulin infusion device after he tried to give himself a bolus and cancelled it. He said, he eventually took out his battery and his device went into the stop mode, and now will not respond to any button presses. To troubleshoot, the pt tried several different batteries, but the buttons would not respond. The batteries used were recalled batteries. The pt stated, he was aware of the recall and was advised not to use recalled batteries. He stated he did not receive any technical inspection alerts. He said, the device did not display a "t1" symbol and the key pad lock was not on. He stated there is a "s" in the middle of the display with the time at the top. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.